Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 37761 serial# (B)(4) product type recharger analysis of the desktop charger (37761) found that it had a broken connector pin. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins recharger (insr) would not power up at all, and that as a result they were unable to charge the ins and were in pain. The patient believed that something was wrong with the cord on the insr. It was noted that the connector pin of the desktop charger seemed intact and that the green light was on. A new desktop charger was sent to the patient but they were still unable to power up the insr. A new insr was then sent to the patient. No further complications were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.